Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file review. The log file spanned approximately 8 days (B)(6) 2021 to (B)(6) 2021 per the timestamp. A backup battery fault activated on (B)(6) 2021, at 21:34 due to a load test fail. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded. Prior to the failed load test, the controller passed multiple load tests without issue. The alarm remained active and was not resolved. No other notable alarm was observed. The hm3 system controller, serial (B)(6) , was not returned for analysis. Additional information on (B)(6) 2021, stated that the alarm resolved after reseating the new battery. The controller will be exchanged if the alarm occurs again. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6), was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s logfile was submitted due to controller alarming ¿replace internal battery¿ despite changing internal battery to new battery. Logfiles are with new internal battery connected to controller. The event log captured backup battery faults starting (B)(6) 2021 at 2134 and continued intermittently for the remainder of the logfile. Alarms resolved by connecting back to batteries again and re-seating the new internal battery, however if alarms continued, a controller exchange was warranted. No additional information provided.